Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that on friday night they were sitting in their chair and felt like the chair had a vibration system on it. The caller stated that their chair does not vibrate. It was not painful, just annoying. They called the healthcare provider (hcp) office and they told them to turn the therapy off. They had it off all weekend long, but they were still getting a little bit of the vibration, not like they had when it was turned on, just lighter. The agent helped the caller connect to the implant to verify that therapy was off and it was in MRI mode. The agent helped the caller change programs and turn therapy back on. The caller turned it off again, and they were still feeling just a slight bit of stimulation. The caller noted that they have no had falls or trauma. The caller checked the ins battery with the programmer and it was showing ok. The caller noted that they had some surgery in april and it was turned off and back on again for that. The caller noted that the therapy was working well and they were about 85% back to normal, so they did not want to be without the therapy. They confirmed stimulation in bicycle seat area and comfortable. The patient was redirected to their hcp to further address the issue.